Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and manufacture dates are unknown. (B)(4). According to the complainant, the device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. According to the complainant, on (B)(6) 2019, during simulation for radiotherapy treatment, it was noted that the hydrogel was not present in the perirectal fat but was misplaced between the perirectal fat and the rectal wall. On (B)(6) 2019, the patient was reported to have no symptoms. The patient's radiotherapy was delayed, pending further evaluation.